Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. In an email sent to technical services low impedance measuring 170 ohms was noted on this lead last (B)(6) which triggered safety switch. The physician was dr. (B)(6) at an unknown hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).